Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was not observed at the base of the sensor tail. Low sensor signal was observed. The returned sensor was de-cased and visual inspection was performed on printed circuit board assembly (pcba). No issues were observed. The returned battery was measured and the range was within specification. The returned sensor was unable to communicate with evm(evaluation module). Extended investigation has been performed. Visual inspection was performed returned puck and observed damaged on pcba(printed circuit board assembly). The sensor was attempted to be returned and it was not successful. It was determined that the damage on the pcba, which likely occurred during de-casing, was the reason for the puck being unable to scan due to the damage severing the antenna that is used for communications with testing tools. The damage on the pcba cannot be mitigated and thus the puck cannot be tested. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.